Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran low on two occasions. On (B)(6), the blood glucose reading was 50 mg/dl, and the customer treated with juice, milk, and candy. On (B)(6), the blood glucose reading was 59 mg/dl and the customer was treated by paramedics. The insulin pump was not replaced or returned.